Event description:
It was reported that the filter was unable to be recaptured. A sentinel cerebral protection system was advanced and deployed during a transaortic valve replacement procedure. Following valve implant, during an attempt to recapture the distal filter, the #3 handle broke off. The distal filter was unable to be re-sheathed. The filter was removed by removing the radial sheath and then removing the sentinel device. There was no patient harm or patient issues.